Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl with confusion and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and emergency protocol was initiated. The patient was treated with unspecified treatment. The reporter stated that the patient's pump was not programmed with basal insulin; therefore, the user was without insulin for 3 days. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.